Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the uso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rn had not successfully spiked the narcotic infusion bag resulting in the spike did not puncture into the infusion bag. The staff mentioned that these IV bags are from a different manufacturer and were very hard to spike. The smart pump did not alarm that it was not infusing the medication. The patient harm was that their patients was became more restless and uncomfortable. There was patient involvement and patient harm/adverse event reported.